Event description:
The user facility reported that prior to a patient procedure two of their hv1000 integration systems were frozen. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.